Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2020-01740. It was reported that high impedance issue was observed on multiple contacts of each lead. Patient denies any recent traumas. The leads were explanted, and new leads were implanted at the t8 position to resolve the issue. During the procedure, fracture damage issue was observed. There were no complications during the procedure. Patient was stable.